Event description:
It was reported this was an arteriotomy closure of the right common femoral vein using the pre-close technique with a proglide device via a 6f sheath hole prior to an interventional cryoablation procedure. Reportedly, there was no suture present when the plunger was removed. The sutures of two new proglides were successfully pre-placed. The sheath was upsized to a 12f sheath and the procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported needle to cuff miss was confirmed. Analysis of the returned device also found a needle tip separation. The detached needle tip was not returned with the proglide device. The analysis of the returned product determined the observations noted during return device analysis are typical damage observed as a result of the reported difficulty. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.